Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during three times of surveillance culturing conducted by the user facility, the microbes were detected as follows from the subject device. [First time] - endoscope: >100 cfu (aeromonas hydrophila, aeromonas caviae and klebsiella oxytoca). [Second time] - endoscope: >100 cfu (bacillus and burkholderia cepacia complex). [Third time] - endoscope: >100 cfu (bacillus, burkholderia cepacia complex and citrobacter freundii). The subject device had been reprocessed with soluscope serie3, a non olympus automated endoscope reprocessor model, using peracetic acid. The user facility reported that this device was reprocessed according to the instruction manual. There was no report of infection associated with this report.